Event description:
Procedure date: (B)(6) 2012, pt ID #(B)(6), pre-op vision: 20/20 both eyes. Incident: right eye successful, left eye had a button-hole in flap, procedure aborted. Pt retreated several weeks later with good outcome post-op vision: 20/20 both eyes prognosis: good. Procedure date: (B)(6) 2012. Pt ID: #(B)(6), pre-op vision: r - 20/30, incident: while right eye flap was being dissected it tore centrally due to adhesions, procedure aborted. Pt has central scar, is being fit with gas permeable contact lens to improve vision potential, left eye unaffected, post-op vision: right eye best corrected acuity is 20/50, contact lens trial improved that to 20/30, prognosis: unk at time of this report. Procedure date: (B)(6) 2012, pt ID: #(B)(6), pre-op vision: 20/20 both eyes incident: right eye successful, left eye had a very thin epithelial flap centrally and unable to be lifted. Procedure aborted. Post-op vision: 20/40 left eye, left eye still not healed. Wearing a contact lens to aid in vision, prognosis: unk at time of this reports. Also see reports (B)(4).